Event description:
Report of device #2 of 2 received of a nondelivery of tpn. The pump was programmed to deliver 2400ml of tpn over 12 hours. The nurse was in the pt's home to initiate tpn therapy. The reporter stated that the nurse set-up the infusion of tpn with lipids in the evening in 2003. The following morning the pt found that the tpn had not infused and the bag was full. The pt called the agency and a replacement pump was taken to the pt's home that same day. There was no reported pt harm or adverse pt effect. The nurse set up the tpn with the replacement pump. The following day, the pt called the agency and reported that the tpn had not infused. The reporter stated that the pt was re-admitted to the hosp at an unspecified time for dehydration and a work-up. Although requested, no additional info was available.